Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was dislodged due to a defective helix mechanism during a lead revision procedure. The set screw of the lead was not able to be extended. The lead was explanted and replaced. The patient was asymptomatic and did not experience any adverse consequences due to the lead dislodgement. The patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.